Event description:
Weakness in upper shoulder [muscular weakness], pain in upper shoulder [musculoskeletal pain], increased elevated sedimentation rate [red blood cell sedimentation rate increased], increased c-reactive protein [c-reactive protein increased], weakness in lower hip girdle [asthenia], myalgia [myalgia], pain in both knees [arthralgia], pain in lower hip girdle [arthralgia], effusion in both knees [joint effusion]. Case description: spontaneous report received on (B)(6) 2009 from a health care provider regarding a (B)(6) patient who was an internal medicine physician with a history of osteoarthritis of both knees and previous synvisc injections, initials (B)(6), who experienced knee pain, knee effusion, an antigen/antibody reaction manifested as an acute polymyalgia rheumatica-like syndrome described as weakness in upper shoulder and lower hip girdle, pain in upper shoulder and lower hip girdle and myalgia (nos) after starting synvisc. The patient received one previous course of therapy with synvisc in the right knee with good response on (B)(6) 2008 and (B)(6) 2009. He received the first injection of his second course of therapy with synvisc in both knees on (B)(6) 2008, the second injection in his right knee was administered on (B)(6) 2009, the second injection in his left knee was administered on (B)(6) 2009 and the third injections were not given in either knee. The patient experienced some worsening pain, local arthralgia, generalized aches, pain, and "myalgias" (nos) throughout his body after getting synvisc injections. On (B)(6) 2009, the patient had a knee effusion and a fluid sample (40 cc and 21 cc) was drawn from his knees and were negative for infection, culture and sensitivity (c&s) crystals and gout. The negative culture results were reported on (B)(6) 2009. Regarding the generalized aches, pain, and myalgias, the patient saw his regular physician, and that physician together with the patient, determined that the patient experienced an antigen/antibody reaction to the synvisc injections similar to an acute polymyalgia-like syndrome with marked weakness and pain in the upper shoulder and lower hip girdle. The patient's physician felt that the patient has an acute antigen/antibody reaction to synvisc manifested locally by knee effusions and arthralgia and systemically by polymyalgia rheumatica-like symptoms. No fever, rash or pruritis and no other systemic symptoms were reported. Complete blood count (cbc), chemistry profile and creatine phosphokinase were normal, white blood count was unknown and c-reactive protein (crp) and sedimentation rate were very elevated (previously normal). The patient was placed on prednisone orally with twenty four hour response of symptoms. The patient was on 15 mg of prednisone for one week. One knee (unspecified) was injected with intra-articular (ia) steroids and at the time of this report the patient had responded and was scheduled for a second knee injection. The patient who was a physician stated that his knee pain, knee effusion and antigen/antibody reaction were definitely related to synvisc. At the time of this report, the outcome of the patient was unknown. See (B)(4) for other adverse events from this reporter.